Event description:
The international customer reported the ventilator went vent inop during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. Vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If in use, the patient should be placed on another means of ventilatory support. The manufacturers field service engineer confirmed the reported problem. The service engineer evaluated the device and performed extended self testing and the reported problem did not recur.